Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.